Manufacturer narrative:
The pump was received with a cracked keypad overlay. The pump was received with minor scratches on the lcd window and case. The pump passed the leak test. The pump was received with intermittent button response due to a problem isolated to the keypad assembly. The pump was received with the keypad connector properly connected. No damage or moisture damage was noted on the keypad assembly. No stuck button alarms were found at the long trace history file or during testing. The pump was received with a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the buttons on his insulin pump don't always respond. Customer explained that there were many times where he had to press the buttons numerous times before they responded. A replacement pump was arranged for the customer to pick up.